Event description:
N/a.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not identify any similar incidents from the reported lot. Based on the available information the cause for the reported unintended movement (clip open - locked) associated with the unintended clip opening while locked cannot be determined. The reported mr appears to be a cascading effect of the reported unintended movement (clip open - locked). Additionally, the reported effect of mr appears to be a cascading effect of incomplete coaptation. The reported effect of mr is listed in the instructions for use (IFU) which is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. The device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
It was reported unintended movement and recurrent mitral regurgitation it was reported that on (B)(6) 2022, a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade 3 and enlarged atrium. A mitraclip xtw was implanted medially without issue. The procedure was completed with one clip implanted. The mr was reduced to trace. On (B)(6) 2022, a follow-up transesophageal echocardiogram (tee) was performed and revealed a slightly opened clip and increased mr with grade 2. On (B)(6) 2023, a tee was performed and confirmed that the clip opened from closed to 45 degrees and an increased mr with grade 3+. Imaging from the original procedure had confirmed that the clip was closed in the index procedure. The clip had opened from closed to 45 degrees. The clip was stable on both leaflets. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The device is included in the field safety notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).